Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.

Event description:
Pad shorted out and burned through the cord, and also burned the customers hand. She is ok.